Event description:
It was reported that, the surgeon was preparing to drill the patella and the clamp was stripped and would not lock. The surgeon manually held the clamp with one hand and drilled with the other. The surgery was completed successfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.